Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate the reported issue. Stryker observed the power button to be pushed in. The main keypad was replaced and the battery pins were replaced as a preventative measure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.